Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device initially locked-up when powering on. After the device was powered off, it then powered on successfully on the second attempt. Then during the process of charging for defibrillation therapy, the device locked-up a second time. The device was unable to successfully deliver the defibrillation therapy to the pt. The ems crew immediately supplied a back up device and continued defibrillation therapy. The pt did survive and did not suffer any adverse effect from the reported failure.